Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced an abnormal transmitter behavior. Patient reported experiencing an electric shock. No additional patient or event information is available. No product or data were provided for evaluation. The reported an abnormal transmitter behavior could not be confirmed. A root cause could not be determined.